Event description:
Was scheduled for outpatient visit at dr. On 7/2/ risk mgmt, outpatient admin and nursing aware of pt's allergy to latex. The plan was to page a certain rn upon arrival and to be escorted to a latex safe room. Upon arrival, the latex safe room was not available. Pt was escorted to the general waiting room while rn looked for a room. Within less than 5 mins rptr began to have diffuse itching. The rn was notified and rptr was finally escorted to a latex safe exam room. The itch intensified and hives began. Prior to arrival, pt had taken prednisone 50 mg po. Pt took benadryl 50 and zyrtec 10mg po. Hives continued to spread and the itch extended into the trachea. Upon close scrutiny of the room, rptr discovered a latex urinary catheter on a counter, still in the package. When rptr requested, staff reluctantly removed the catheter. No attempt was made to decontaminate the room. Rptr was not moved to another latex safe room. Benadryl 50 and 2y t4ec 10 repeated.